Manufacturer narrative:
No missing, detached or cracked retainer noted. However, the customer applied adhesive to the retainer and reservoir tube lip. Device also had a cracked keypad overlay at the select button, minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay and a pillowing keypad overlay. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer states that reservoir ring was broken. Customer states that central button was damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.